Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the following a recent implant, a significant increase in pacing lead impedance was observed on the right ventricular lead. Loss of capture was observed at high capture thresholds on the right ventricular lead and the patient experiences dizziness as a result. Programming changes were made to the highest out put. The lead was subsequently explanted and replaced. There were no patient consequences.